Event description:
The procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed, de novo lesion in the mid left anterior descending artery. The xience alpine 2.75 x 18 mm stent was deployed in the lesion at 18 atmospheres (atm). The deployed stent was further dilated with its stent delivery system (sds) at 18 atm as the lesion was calcified. The sds was removed but strong resistance was met between the sds and the non-abbott guide wire. The sds and the guide wire were removed from the anatomy as a single unit. The procedure was continued using a new guide wire. There was no clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher 7fr. The device was returned for analysis. The reported difficulty to remove from the guide wire was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.